Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was recaptured once in order to reposition the valve. Following the recapture, the delivery catheter system (dcs) capsule ruptured. The dcs and valve were withdrawn from the patient and the procedure was subsequently aborted. It was reported that the patient's anatomy was heavily calcified and tortuous, and that excessive force was required during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9. Device received for evaluation and return date h3. Device evaluated, device return to manufacturer and evaluation summary. Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism both appeared intact. Delamination was observed over the full length of the capsule. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The returned device and submitted procedural images confirmed the separation of components. Conclusion: the break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule confirmed the reported event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No manufacturing issues were identified that would have impacted this event. Based on the investigation completed regarding capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. In this case, patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) were likely the potential contributing factors to capsule damage. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. In this case, the patient's anatomy was heavily calcified and tortuous. This indicates the likely cause of the positioning difficulties was patient anatomy. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.